Event description:
It was reported that bi-ventricular pacing was pro-arrhythmic for the patient leading to tachycardia. Reprogramming was performed to turn bi-ventricular pacing off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead; 4542 boston scientific competitor lead, implanted (B)(6) 2008. (B)(4).